Event description:
The customer stated that the machine used two galloons of bicard in one hour causing an adverse effect on the pt. Additional information received from the user facility in 2005 indicated the following pt information: the customer stated the reaction of the high bicarb was a high blood pressure. The customer was disconnected from the machine and completed their dialysis on another machine.